Manufacturer narrative:
Updated fields: b4, d8, d9, e1 event site address, event site address line 2, event site city g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse connected the simulator for testing and observe the fault. After connecting for several hours, the counter pulsation pressure was still 0. Replace the drive valve and other spare parts for observation and testing, and the fault still exists. Replace the main board and front board for testing, the fault still exists. Unplug all boards and valves and reinstall them. Test continuously for 8 hours and perform function and safety tests. The fault is solved.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) no counter pulsation pressure appeared many times and the balloon waveform was not displayed. It worked normally after shutting down and restarting, but the same problem still occurred after working for a period of time. Patient involved and no harm or injury reported.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). Due to character limitation e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had no counterpulsation pressure and no balloon waveform display during use. No harm or injury reported.